Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act. No unexpected beeping were noted device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was 489 mg/dl at the time of call. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 489 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.